Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found tears in the exposed portion of the soft cannula which resulted in fluid leaking from the pod. The exact timing and cause of the soft cannula damage could not be determined. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. It could not be conclusively determined if this soft cannula damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours on their abdomen. Hyperglycemia treated with a new pod.